Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged due to excessive movement by the patient one day post implant. This lead was explanted to implant an active fixation lead. No adverse patient effects were reported.